Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed the apex balloon catheter was returned with no original packaging or other devices. An inflation device was connected to the hub of the device in an attempt to pressurize the balloon but was unsuccessful due to the dried contrast and blood inside the lumen and the balloon. The device was soaked in a warm circulating water bath for a 24 hour period to loosen the contrast and blood. An inflation device was connected to the hub of the device to pressurize the balloon. A pinhole was located 2mm distally from the distal edge of the proximal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture and vessel perforation occurred. The target lesion was located in a calcified area of the left circumflex and obtuse marginal vessels. An apex monorail 8mm x 2.00mm was inflated to 10 atms and burst. The balloon was inflated a second time and it was noticed that the balloon was not holding pressure and blood flowed back into the device. A small perforation was noted that dissipated during the remainder of the case. The vessel was ballooned with an unspecified nc high pressure balloon and then stented. Stenting was performed as the anticipated therapy not in response to the development of the perforation. No additional patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture and vessel perforation occurred. The target lesion was located in a calcified area of the left circumflex and obtuse marginal vessels. An apex monorail 8mm x 2.00mm was inflated to 10 atms and burst. The balloon was inflated a second time and it was noticed that the balloon was not holding pressure and blood flowed back into the device. A small perforation was noted that dissipated during the remainder of the case. The vessel was ballooned with an unspecified nc high pressure balloon and then stented. Stenting was performed as the anticipated therapy not in response to the development of the perforation. No additional patient complications were reported and the patient's status is fine.